Event description:
Allergan aesthetics received a report that a patient received a coolsculpting treatment to the infrascapular area (B)(6) 2024 using a cooladvantage applicator and presented with paradoxical hyperplasia (ph).

Manufacturer narrative:
This is a known potential adverse event addressed in the product labeling. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Ph is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Additional information: a4, b5, and e1.

Event description:
A coolsculpting provider reported a patient treated on (B)(6) 2024 with coolsculpting using the cooladvantage coolcurve+ and cooladvantage plus coolcore applicators to the "supra-escapular/near armpit/breast" presented with paradoxical hyperplasia (ph) post to the "left side of the back supra-scapular area" 3 months post coolsculpting. Healthcare professional reported "patient noticed improvement and volume reduction on the right side, but an increase in volume on the left side", "patient was quite upset and bothered by the observed asymmetry", "denser tissue on the left side and a clear visual difference between the two sides" and "the patient is anxious about the resolution of the case".